Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 122 mg/dl. The customer was assisted with clearing the alarm. The customer also reported that they were able to complete the rewind sequence. It was also reported the customer had a low battery alert before the motor error alarm. No additional information provided.